Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic broken/deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -6.5/1.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim #(B)(4).